Event description:
It was reported that cadd reservoir cassette, pump alarmed no disposable, pump won't run. No patient injury reported.

Manufacturer narrative:
Other text: d5: correction: operator of the device: patient/consumer. H6: event problem and evaluation codes: updated. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.